Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and cracked. The failure mode was confirmed. A lhr review was completed for the product, and there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during preparation for a coronary artery bypass grafts surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hosp. The procedure was prolonged for 5 minutes.